Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely depressed sodium on the alinity c processing module for a 63-year-old male. The following results were provided (reference range 137-145 mmol/l): (B)(6) 2026, sid (B)(6), initial sodium result= 119 mmol/l;(B)(6) 2026, another sample from the same patient was tested (unknown sid) with result= 144 mmol/l; (B)(6) 2026, the initial sample was repeated with result= 144 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The field service representative inspected the alinity c processing module, serial number (B)(6) and extensive troubleshooting was performed including multiple part replacements and alignments. However, a specific single part could not be determined as the cause of the issue. The instrument service history review revealed no additional tickets related to discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regard to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) was identified.

Event description:
The customer observed falsely depressed sodium on the alinity c processing module for a 63-year-old male. The following results were provided (reference range 137-145 mmol/l): (B)(6) 2026, sid (B)(6), initial sodium result= 119 mmol/l; (B)(6) 2026, another sample from the same patient was tested (unknown sid) with result= 144 mmol/l; (B)(6) 2026, the initial sample was repeated with result= 144 mmol/l. There was no impact to patient management reported.